Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, there were bent pins inside the trunk cable connector. The cause of the service code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the bent pins (pins 2, 3, and 5) inside the connector. The root cause of the bent pins cannot be positively identified but is likely a result of forcing the connector into the monitor while the pins were misaligned. No adverse event resulted from the bent pins. The patient was issued a replacement electrode belt.